Event description:
The patient reported, that the bottom aligners are causing significant irritation to the three back teeth on the left side. With red gums and a sore starting to form along with noted, bleeding. The clinician reviewed, the photos and observed cuts and sores. They provided the patient with tips and tricks to manage the reported issues. No further information was provided regarding the incident.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.